Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.3-6.8 cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.3-8.1 cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in the operating room for a device upgrade, externalized conductors was observed on the rv lead. Patient was asymptomatic. Electrical function on the lead was normal. No noise was observed and hvli was in range. Programming changes were made. Patient was consulted for lead explant and replacement for a later date. Patient was referred to another institute for explant and replacement. No further information available.

Event description:
New information received: lead was explanted and a new lead was implanted.